Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain in the neck, shoulders, and arms. The patient underwent a revision procedure wherein two new leads were added, and ipg was replaced to accommodate all four leads. The patient was doing well postoperatively. The explanted device will not be returned.